Event description:
It was reported that during a rotator cuff repair procedure using the super turbovac 90, allegedly the wand suction slowed then stopped working after extended use. The procedure was ultimately completed using a competitor's device. There were no significant delays or pt complications reported as a result of this event.